Manufacturer narrative:
(B)(4) - zipper teeth will not align. Results: eval of the product found the on panel side b, the pt access window zipper slider body is open. (B)(4).

Event description:
The distributor reported the teeth will not align when an attempt is made to zip the right side panel. There was no pt incident or injury reported.